Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed. The device was not returned for investigation. Per the provided clinical information, the placement of the cp required the patient to go for a cutdown with vascular surgery for arterial repair with blood product replacement due to the patient having a very high bmi and difficult anatomy. The root cause of the vascular damage - peripheral vessels is most likely due to the patient's condition.

Event description:
The user facility reported a 66-year-old female in inferior myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The placement of the impella cp required the patient to go for a cutdown with vascular surgery for arterial repair and with blood product replacement required. The patient was escalated to impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.